Event description:
Additional information was received that during the implant of the valve, the patient's aorta was severely dilated and has an existing (B)(6) (edwards) surgical aortic valve. Subsequently, a second valve was implanted and a post-implant balloon aortic valvuloplasty was performed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).